Event description:
A planned right lower extremity angiogram with intervention was performed via a 7fr x 45cm sheath that was placed by dr. (B)(6) in the right dorsalis pedis artery. At the conclusion of the procedure, an attempt was made by dr. (B)(6) to withdraw the sheath. The sheath experienced a fracture which made it impossible to directly remove the device. The entrapped sheath was successfully removed with surgical exposure and direct arterial repair. The patient was admitted overnight for observation and was discharged the following day.